Manufacturer narrative:
Additional information: d9. The device has been received and the investigation has been completed. The results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent but had a yellow discoloration. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. An anchor was broken off of the device, causing a side of the connector to be disconnected from the device. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that it could be due to excessive bruxism which could have caused to break off. Manufacturer reference: (B)(4).

Event description:
It was reported by a healthcare professional that the hinge broke on a silent nite 3d device. Additional information received reported that the patient did not suffer any injury and no intervention was required.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).